Event description:
It was reported that a patient presented with their right ventricular (rv) lead dislodged. Diagnostic imaging was performed and confirmed the rv lead dislodgment. The physician elected to explant and replace the rv lead. The patient condition was stable before, during, and after the procedure.